Event description:
Attorney alleges in november, 1996 plaintiff noticed a slight hardening of the left breast similar to a "tennis ball" and this caused her breast to entirely lose its natural shape and consistency. Attorney also alleges that this caused the plaintiff a lot of pain and affected the movement of her left arm. Upon exploratory surgery of the left breast it was verified that the prosthesis had ruptured and had to be removed immediately which caused the plaintiff to be both physically and psychologically mutilated.